Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient developed an infection. Vegetation was noted on the leads. The patient received antibiotics, but no system explant has yet occurred. No further information was available.